Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) (B)(4), through email alleging the onetouch verio iq meter read inaccurately high. The patient did not provide any blood glucose values. The patient did not experience any symptoms or seek any medical attention because of the reported issue. However, this complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has not requested return of the subject product(s) for evaluation.